Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an unspecified error message indicating damage detected on the harmonic ace instrument tip. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the harmonic insert had a broken blade approximately 0.196¿ from the base. The broken fragment was not returned with the device. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.